Event description:
It was further reported the lead was implanted slightly outside of the right atrium and "screwing in" was not performed. It was further noted the perforation occurred intraoperatively but the event was discovered after the pocket was closed and treatment was performed. The ra lead is currently in vvi mode and left in situ.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, towards the end of the implant procedure, the patient experienced hypotension, sore throat, chest pain/discomfort, palpitations, atrial perforation, pericardial effusion and cardiac tamponade. It was also reported that during the implant of the right atrial (ra) lead, poor data in the right auricle were observed, resulting in a difficult implantation. The implantation was, "slightly outward," and the data were within acceptable range. Subsequently, pacing failure of the ra lead was confirmed; pacing threshold had increased gradually and there was a decrease in atrial sensing. The patient's blood pressure dropped and echocardiogram (echo) confirmed pericardial effusion. The ra lead had perforated. Pericardiocentesis was conducted, which stabilized the patient. Medical intervention was also required. The ra lead was reprogrammed to bypass atrial sensing and pacing and remains in use. No further patient complications have been reported as a result of this event.